Event description:
It was reported that the patient received inappropriate therapy due to an insulation breach in the lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the lead found the sensing coil fractured close to the connector ring crimp sleeve as a result of fatigue. This could cause the reported oversensing/inappropriate shocks.